Event description:
It was reported that the pump reset unexpectedly. A new cartridge was loaded to resolve the issue. Customer resumed insulin delivery successfully. It was also reported that the touch screen was unresponsive. The pump was reset to resolve the issue. Customer¿s blood glucose level was 147 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.